Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax (B)(4) submitted a corrective action request (car) to the manufacture for review of the IFU since the customer complained about the non-effectiveness of the reprocessing IFU during reprocessing/microbiological lab testing. According to the car, "current version of the IFU gives not enough details how to clean the distal tip." A device history review could not be performed due to an unknown device serial number. Since no further information regarding this event has been received, pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4). (Exemption number e2015036). Pentax video duodenoscope model ed34-i10t is not distributed in the USA, therefore the PMA/510(k) number is not applicable.

Event description:
Pentax medical received a report which stated residue was found on the distal end of pentax video duodenoscope model ed34-i10t after reprocessing.